Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Please see corrected data: d4 additional device information (primary unique device identification (UDI) number). The customer's allegation was confirmed. The device evaluation found due to shortcut of charged coupled device (ccd) cable, the monitor showed a black screen with no image (it may return to normal at times). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that an abnormality occurred in the image sensor unit , which led to the occurrence of the event. As for the cause of the abnormality, it was possible that an irregular load was applied to the curved part and the internal image sensor unit cable was damaged. It was observed that due to wear of angle wire, bending angle in up direction did not meet the standard value and no image was due to ccd unit damage. However, a definitive root cause of the reportable issues could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii bronchovideoscope displayed no image. The issue occurred, during preparation for use. There were no reports of patient harm.